Event description:
Patient arrived to emergency department (ed) via ems with external transcutaneous pacing in progress. Patient appears to have been paced x12 hours. Upon removal of pacer pads, 4 small burns were noted on the upper chest on the skin where the anterior pacer pad had been placed. No burns noted on patient's back where posterior pad had been in place. No concerns or issues reported by ems with the defibrillator/pacing device. No concerns or issues reported by ed with the zoll defibrillator/pacing device. This reporter is unable to determine the milli-amp amount that was set for pacing.